Event description:
Customer reported that they were experiencing flu-like symptoms all day. Freestyle reading were reported to be between 95 mg/dl and 140 mg/dl. The paramedics were called and the customer was transported to the hospital. The hospital reading was 600 mg/dl. The customer was admitted to the hospital and released five days later. The caller was unaware of the treatment received at the hospital. Customer also reported receiving control test results from the freestyle meter 4 days after event date of 127 mg/dl and 97 mg/dl within 5 minutes.